Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system became unresponsive. The mouse was unresponsive and the s-video feed was not live. A re-boot of the navigation system restored normal function and navigation. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.